Event description:
The lay reporter/daughter contacted lifescan (lfs) on 2/5/07 alleging high readings on her mother's one touch ultra meter. A medical affairs specialist (mas) spoke to the reporter on 2/6/07 and obtained/verified the following info: at 5:00 am on 2/5/07 the pt woke up with "tremors in her eyes". She tested her blood glucose and obtained a 219 mg/dl. She then took 5 units of 70/30 humulin insulin. Reporter does not know whether the 5 units was based on a sliding scale or a set amount of insulin. Around 7:00 am, the pt's daughter called her mother and she was eating breakfast; however, does not know what her mother ate for breakfast. At 7:51 am, the pt symptoms worsened. She felt dizzy and began to have slurred speech. She retested her blood glucose and obtained a 47 mg/dl. Pt's son treated her with juice and food and a glucose tablet and she felt better 15 minutes later. The pt was not taken to the hosp. The test strips were in good condition and not expired. The tecnique of applying blood on the test strip was correct. A quality control test was not done since the pt did not have any control solution. Reporter does not know what her mother's blood glucose reading was the night before, or readings after the incident. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, and a normal blood gucose reading for the pt in the mornings. Customer care advocate (cca) sent the pt a replacement meter, strips and control solution. The complaint is being reported because the reporter alleges the pt had symptoms suggestive of hypoglycemia while her blood glucose reading was elevated. Her symptoms worsened and pt felt better after being treated with juice and a glucose tablet.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.